Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that her blood glucose (bg) level was running at "476 mg/dl" with large ketones. The patient indicated that she did not feel well, had abdominal pain, and was unable to eat. The patient also mentioned that the night before the low bg episode, she had a low bg episode and was treated with glucagon by paramedics. She was also taken to a hospital and treated with IV glucose. By the time the patient left the hospital, her bg was in the "170 mg/dl" range. The patient was not feeling well enough to troubleshoot the pump. The patient's daughter was going to take her to a hospital. Multiple attempts were made unsuccessfully by animas to contact the patient for follow-up information. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she developed large ketones. However, at this time, it is unknown if the pump contributed to the patient's injury.